Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level under 24 mg/dl. Low bg cause was not known. Reportedly, an emt (emergency medical technician) removed the pump and infusion set and administered "pen shots" to address the issue. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous saline, glucose, and potassium and was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.